Manufacturer narrative:
In speaking with the olympus technical assistance center (tac), the customer reported the evis exera iii xenon light source was not receiving a video signal to the monitor. The customer was advised by tac to verify the video cable going from the processor to the monitor was seated correctly. The customer reseated the cable and the image came back. The customer stated that the system was now working and the issue was resolved. The device is not expected to be returned. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported to olympus, the evis exera iii xenon light source was not getting a video signal to the monitor. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation.   Three attempts were performed to obtain additional information, but no response was received from the customer. New information added to the following fields: h6. The device was not returned; therefore, the reported phenomenon or condition of the device could not be confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured.   Based on the results of the investigation, a definitive root cause could not be determined because the device was not returned. Olympus will continue to monitor field performance for this device.